Event description:
Pump declared an altitude alarm 21, causing insulin suspension. Blood glucose level at the time was reported as 136 mg/dl. Customer was advised to clean speaker holes and attempt cartridge reconnection, but insulin could not be resumed. Caller planned to load a new cartridge when ready and was given preventative tips for altitude alarms, which they acknowledged.